Manufacturer narrative:
(B)(4). Approximate age of device ¿ 50 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2017 for increasing shortness of breath, heart failure symptoms, and elevated lactate dehydrogenase (ldh). No device alarms were reported. The patient was started on a heparin infusion, and was given tpa without effect. A CT scan was completed but did not show inflow cannula or outflow graft obstruction. On (B)(6) 2017, the patient's pump was exchanged. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3.5 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were also not returned. Upon disassembly, a thrombus formation was found surrounding the inlet bearing ball and rotor inlet. The thrombus ring appeared to have formed in laminated layers and was denatured, indicating that the thrombus developed over an undetermined amount of time while the pump was operating. A flat, non-laminated thrombus formation was present on the body of the rotor, in between two of the rotor blades. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. Origins of the formation could not be determined. Examination of the outlet stator revealed a deposition situated in between the outlet bearing ball and stator blades. The formation revealed some denaturation and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. Although its origin and a duration of time for which it was present in the pump could not be determined, there were contact marks on the outlet bearing cup which indicate that the deposition was present in the outlet stator while the pump was in operation. The remaining blood contacting surfaces were free of depositions and thrombus formations. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope. No abnormalities were found. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.